Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab was kinked and could not be inserted. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the iab was kinked and could not be inserted. A new iab was inserted successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure modes are addressed in the risk file and are operating within its risk profile. The IFU addresses the reported failures. There were no ncmrs identified which could cause or contribute to the reported failures. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4). H3 other text : device not returned.